Manufacturer narrative:
The autopulse platform (s/n (B)(4)) involved in the event was returned for evaluation. The autopulse battery (s/n (B)(4)) was also returned for evaluation. Visual inspection of the returned autopulse platform showed the following physical damages: top cover, motor cover, head restraint brackets and battery partition cover damaged. The head restraint pin assembly was also found to be missing. A definitive cause for the physical damages could not be determined. Review of the archive board data confirmed the reported event of low run times. The archive specifically shows multiple user advisory 44 (battery voltage too low during compressions) faults. Functional testing using the returned autopulse platform and battery also confirmed low run times. The battery was tested and failed the power test. A definitive root cause could not be determined, however it is known that the use of a low voltage battery during compressions is a contributory cause for the issue encountered by the customer. Based on the evaluation results, the returned faulty battery (s/n (B)(4)) is considered the probable cause of the reported complaint. Review of complaint trends does not suggest any increase in trend. No additional investigation is needed at this time. Please see the following related MFR reports: #3003793491-2013-00706 for autopulse resuscitation system model 100 with sn (B)(4).

Event description:
It was reported that the autopulse resuscitation system was experiencing low run times during patient use. The customer swapped out batteries without any success. Battery management is in place. The customer reverted to manual CPR. No adverse patient sequelae was reported.